Manufacturer narrative:
H11: (device) problem code grid has been updated to reflect the customer's issue (the connection of the cable was loose and unable to secure properly. The cable was connected to the call bell, but no sound came when the call bell was activated.) The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The connection of the cable was loose and unable to secure properly. The cable was connected to the call bell, but no sound came when the call bell was activated. The customer is using a spare cable until a new cable was ordered. The customer replaced the cable with a spare cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the remote alarm cable was faulty. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the remote alarm cable was faulty. Resolution and disposition are pending, and the investigation is ongoing.